Manufacturer narrative:
1. No defective sample and photo have been received for the complaint. 2. DHR/bhr review (lot#4258110): 1) the products of this batch were assembled at intima ii auto line 2 in oct 2024, and packaged at r240 package line in oct 2024. Batch size is (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 3. The retained sample of this batch is taken for needle and paddle hub pull strength test and 45psi leakage test, the tests results are within the product specifications. 4. The needle and the paddle hub are fixed by adhesive. After bonding, the equipment has 100% visual detection system to remove defective products. The vision detection system is challenged with standard samples every 12 hours and when changing gauge. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in the process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. As the defective sample has not been returned, the relevant testing cannot be carried out, so the root cause of this defect cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information is available.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm catheter broke (B)(6) 2025 at 8:30 a.m. The nurse in charge, performed an indwelling needle infusion for a patient, after the puncture was completed, when withdrawing the needle core, it was found that the white plastic needle handle was detached, and the core was still left in the indwelling needle, after which the nurse in charge used vascular clamps to force out the core without causing any harm to the patient.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.